Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was performed with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly post procedure, the knots would not advance. The knots on 2 other prostyle devices also failed to advance. The sutures of 2 new prostyle devices were successfully used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The unexpected medical intervention was determined to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the common femoral artery was performed with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly post procedure, the knots would not advance. The knots on 2 other prostyle devices also failed to advance. The sutures of 2 new prostyle devices were successfully used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.